Manufacturer narrative:
It was reported by the clinical study (B)(4) for patient with ID# (B)(6) that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01427228) of the right parasellar, and six months after the index procedure a MRI revealed an asymptomatic cerebral infarction in right frontal lobe and right temporal lobe. Action taken was medication. The outcome of the event as of four months after onset was recovered without sequel. The patient was compliant with post procedure medications, and does not have a history of hypercoagulation. According to the physician, the relationship of the event to the procedure was unrelated, and to the vrd was unknown. The patient's medical history consisted of a coil embolization of the right internal carotid artery aneurysm performed four months prior to the this procedure. The unruptured saccular aneurysm neck was 9.5mm, and the neck to sac ratio was 9.5mm: 12.9mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.6mm. The mrs the day prior to the procedure was 0, six days after the procedure was 0, and approximately a month and half after the procedure was 0. Antiplatelet therapy included aspirin 100mg/day and 81mg, clopidogrel sulfate 75mg/day, argatroban hydrate 75mg/day, cilostazol 100mg/day, and heparin 6000u. The act was 296 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting the vrd, road master/goodman, prowler select plus microcatheter (606-s255x/15257521), chikai (asahi intecc) were utilized. Other devices utilized during the procedure were, two excelsior sl10, taxcess (terumo), axium (covidien japan-total 11), orbit coil (637mf0306/15173610, deltapaq cerecyte microcoil (cdf10030830/g12398). No further information is available and procedural images are not available. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4)'s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by the clinical study (B)(4) for patient with ID# (B)(4) that the procedure was coil embolization assisted with an enterprise vrd (B)(4) of the right parasellar, and six months after the index procedure a MRI revealed an asymptomatic cerebral infarction in right frontal lobe and right temporal lobe. Action taken was medication. The outcome of the event as of four months after onset was recovered without sequel. The patient was compliant with post procedure medications, and does not have a history of hypercoagulation. According to the physician, the relationship of the event to the procedure was unrelated, and to the vrd was unknown. The patient's medical history consisted of a coil embolization of the right internal carotid artery aneurysm performed in (B)(6) 2011. The unruptured saccular aneurysm neck was 9.5mm, and the neck to sac ratio was 9.5mm: 12.9mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.6mm. Mrs was 0 after the procedure and a remain 0 after a month from the index procedure. Antiplatelet therapy included aspirin 100mg/day and 81mg: clopidogrel sulfate 75mg/day, argatroban hydrate 75mg/day, cilostazol 100mg/day, and heparin 6000u. The act was 296 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting the vrd, road master/goodman, prowler select plus microcatheter (606-s255x/15257521), chikai (asahi intecc) were utilized. Other devices utilized during the procedure were, two excelsior sl10, taxcess (terumo), axium (covidien (B)(4)-total 11), orbit coil (637mf0306/15173610, deltapaq cerecyte microcoil (cdf10030830/g12398). No further information is available and procedural images are not available.

Manufacturer narrative:
Product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.